Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump after the customer was running and sweating and the buttons stopped working. The customer's blood glucose was 180 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms noted during testing. No traces of moisture were noted on electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches on liquid crystal display window and cracked reservoir tube lip.